Manufacturer narrative:
(B)(4). The male luer was iso gauge tested and the result was within specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported issue occurred during infusion of antibiotics. The interlink was connected to an IV pigtail and unknown tubing. The reporter stated that the interlink device ¿on the IV pigtail came unscrewed with the alligator clamp and the tubing still attached.¿ the patient¿s blood then leaked from the uncapped pigtail. The interlink and IV tubing were replaced to resolve the issue. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
A customer reported having connection issues during the use of an interlink injection site. According to the report, the customer experienced several disconnections between the interlink injection set and a t-connector set which resulted in blood leaks. There was no patient injury or medical intervention reported in association with this event. No additional information is available. This is report 3 of 11.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was additionally clarified that a non-baxter t-connector became disconnected from an interlink male luer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed, and no leaks were observed. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.